Manufacturer narrative:
(B)(4). Name, address and phone number of hospital-correction.

Manufacturer narrative:
(B)(4): correction: the device was initially reported as not returning, but has now been returned. (B)(4). The device was returned for evaluation. Shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a left anterior descending artery. The patient had st-segment elevation acute coronary syndrome of 6 hours of evolution after fibrinolysis treatment. A 3.5 x 33 mm xience xpedition stent delivery system (sds) was successfully implanted; however, the hypotube separated and a non-abbott balloon catheter was used to remove the separated portion of the sds from the anatomy.

Manufacturer narrative:
(B)(4). Guide wire: bmw; guide cath: ebu 3.5. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.